Event description:
During service, unit shut down while testing in vent maintence mode with servo running - audible alarm and vent inop lit. Condition could not be duplicated. Replaced power board and main board as a precaution. Metal particles were found inside of the unit.